Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm system failure. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event.device evaluation: one smiths medical medfusion pump was returned for analysis with the bottom case cracked and the top case chipped. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was able to be duplicated, primary audible alarm background test happened when the pump was on, not infusing. Service replaced speaker. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.